Event description:
During an incident in 2001 involving a male patient with chest, jaw, and neck pain, this defibrillator was being used to monitor the patient and it kept powering off. ECG was present, but the unit powered off by itself around 2 to 3 seconds. No prompts were given. The patient was transported to ER. The reporter stated that patient care was not compromised.